Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Asae/major bleed: the cause of the access site adverse event is use related since three additional perclose sutures were needed in order to achieve adequate hemostasis. Hypertension: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
The user facility reported a patient was implanted with impella cp for percutaneous coronary intervention support. The impella cp was weaned and explanted without difficulty. However, three additional perclose sutures were added. Protamine was administered, and manual compression was done for 45 minutes for adequate hemostasis. The patient also received hydralazine for some hypertension which helped the oozing.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.